Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a 41-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported suction alarms. The suction alarms ceased after medical staff administered two units of packed red blood cells to the patient. Medical staff also noted a deep vein thrombosis in the patient¿s right arm. The patient remains on impella support.

Manufacturer narrative:
The investigation for the low pump flow and thrombus has been completed. The pump was not returned for investigation. The total run time for the pump was 411 hours. Data logs show no signs of motor current spikes or positioning issues during case run. Low pump flow was observed along with a suction alarm; 1 unit of blood was administered at that time, and no alarms were reported afterward. Additionally, 2 units of blood were administered following a continuous suction alarm, which resolved the issue. The cause of the low pump flow issue was most likely patient condition related, based on given clinical details and data log review. The root cause of the thrombus could not be determined without additional clinical details.